Event description:
Female patient was injected with elevess into superior left nasolabial fold and experienced injection site swelling, difficulty in breathing and swallowing, dizziness, increased heart rate, heart palpitations, diarrhea, accompanied by nausea and sweating. Patient was treated with epinephrine injection and prednisone. Patient symptoms returned in 12 and 48 hours and patient was treated in emergency room with IV fluids, potassium and levoquin. Patient was instructed to stop prednisone. Patient was not admitted for hospitalization.

Manufacturer narrative:
Patient diagnosis as indicated in the letter from a treating physician dated 2008: allergic reaction to drug. Intestinal bacterial infection. No other cases of similar reaction while using the product are know by manufacturer.